Manufacturer narrative:
We are unable to review the device history record as the lot number was provided for the device involved in this reported event was incomplete. Evaluation of the contaminated, returned device is pending sterilization. If any additional relevant information is identified following completion of the sample evaluation, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "the orthoarts lower extremity fabric is separating from the crayton material that surrounds the op site. When patient "gets warmed up" from having warming blanket on, the glue almost disintegrates. The blanket doesn't come in direct contact with the draped area, necessarily." Staff reports having to re-drape. States that staff has reported a high infection rate since using the drapes." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).